Manufacturer narrative:
Updated fields - b4, e2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that prior to use the cardiosave intra aortic balloon pump (iabp) reported a touch screen malfunction and failing calibration every time. There was no patient involvement or adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found start-up error code 6. After being started up in service mode the fse was able to calibrate the touchscreen and it returned to use with no issue. The unit was restarted and the error code was cleared. The unit passed all functional and safety test and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) had touch screen malfunction. Failing calibration every time. There was no patient involvement.